Event description:
Staff report: while performing a laser procedure, the resident was moving the thin metal cord connecting the indirect component to the main laser and hit the exposed part of the plug connecting the main laser to the wall outlet (the plug was slightly loose I guess, and not quite flush with the wall) and it sparked and smelled like smoke. That part of the cord turned dark and then when moved, the whole cord snapped in half. At this point we just stopped and aborted the planned procedure. There were no injuries. Engineering evaluation: the indirect ophthalmoscope is connected to the laser by a long, metal jacketed fiber optic cable. The metal jacket of the fiber made contact with the blades of the ac power plug to the laser and shorted. The indirect ophthalmoscope is normally worn on the head of the doctor. This has the potential to be an electric shock and burn hazard. Other similar devices made by other manufacturers have insulation over the metal jacket, which would mitigate this hazard. We installed a plastic weatherproof cover over the ac outlet in the room involved which will prevent this kind of accidental contact, but the laser could possibly be moved to another location. Manufacturer response for laser indirect ophthalmoscope: manufacturer has scheduled on-site visit to repair.